Event description:
Six pts underwent mastepey's from 03/2003-4/2003. Three of 6 developed wound infections, the other 3 pt's wounds, never healed, but developed no infections. This suture was used on all the pts. Dr states that suture never absorbed.